Event description:
Stent stripped in venous intro guide after failure to cross. System withdrawn over coronary wires into sheath, where device was removed and sheath exchanged. Procedure then completed successfully.